Manufacturer narrative:
Reported event: an event regarding loosening & infection involving a patient specific, distal femoral replacement was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned clinician review: the implant in situ was for distal femoral and proximal tibial replacements which was inserted in (B)(6) 2004 and (B)(6) 2018. The surgeon reported loosening and infection of the distal femoral implant. The CT image provided showed severe radiolucent line along the femoral stem with massive bone resorption, remodelling and bone defects, indicating the loosening of the femoral stem, which may partially be caused by infection. The tibial stem had reasonably good fixation with thin radiolucent line between the cement mantle and the bone. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced there have been no other events for the sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Infection is a known possible adverse outcome of surgery, as noted in the instructions for use. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. When the sterile barrier of any device is opened, the sterility of that device becomes a function of handling and surgical technique and is beyond stryker¿s control. Infection due to bacterial contamination, as supplied from the manufacturer, is an extremely rare event.

Event description:
The following was reported: a patient specific implant request form was received for the patient's left knee distal femoral replacement with proximal tibial replacement. Revision planned due to loose, infection and distal femoral replacement linked to a proximal tibial replacement with poor bone stock. Conversion of distal femoral replacement to total femoral replacement.

Event description:
The following was reported: a patient specific implant request form was received for the patient's left knee distal femoral replacement with proximal tibial replacement. Revision planned due to loose, infection and distal femoral replacement linked to a proximal tibial replacement with poor bone stock. Conversion of distal femoral replacement to total femoral replacement.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: stanmore knee bushes pair m/f; cat # stbsh01-02; lot # b21843; qty: 2. Smiles knee circlip mk2; cat # smcic01; lot # b22031; qty: 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.